Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout occurred when adjusting up angulation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the insertion section is confirmed to be crushed, it is possible that the image sensor unit is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope produced a blacked-out image. The issue occurred during reprocessing. There were no reports of patient involvement.